Event description:
Customer alleges that while pt was coughing, the ventilator alarms activated and could not be silenced. At this time keyborad was also noted to be unresponsive. Pt is reported to have been coughing, with subsequent heart rythym changes and "bradycardia with long pauses". Pt required 100% oxygen hand ventilation to recover. Reported ventilator settings include: 50% oxygen, pressure support of 5 cm h2o, peep 2 cm h2o, tidal volume 320 ml. Spo2 94% at beginning of episode. It is not verified that the ventilator alarmed constantly, and no malfunction may have occurred. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.